Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the pump has a damaged power cord. Upon triage it was noted that the live pin was broken off.

Manufacturer narrative:
An evaluation of the scd express was performed for the reported condition of, ¿the pump has a damaged power cord¿. The unit was triaged and the customer¿s reported condition was confirmed. The power cord was replaced and the device passed all tests for functionality and patient electrical safety according to manufacturer's guidelines. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis. If information is provided in the future, a supplemental report will be issued.